Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.